Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that prior to an unknown procedure, the tips of the jaws have different width, and the jaws do not align to each other properly. The clip applier was not identical in the jaw aperture. Some clips were used for testing and it was found that after the closure of the clip, the legs of the clips do not always align properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.